Manufacturer narrative:
The investigation determined that discordant (B)(6) results were obtained from two different patient samples when tested with two different vitros (B)(4) reagent lots on a vitros 3600 immunodiagnostic system when compared to (B)(6) results using 2 different non-vitros methods during a correlation study. An assignable cause for the discordance cannot be identified. No historical quality control results were provided, and no performance testing was run to assess instrument performance, therefore, an unknown instrument or reagent issue cannot be ruled out as a potential contributing factor. In addition, a sample related issue cannot be ruled out as a contributing factor to the event. The event occurred in (B)(6) 2015, and the test included ¿archived¿ and fresh patient samples. It is unknown when the frozen samples were initially collected, how long the samples were stored frozen, or if multiple freeze/thaw cycles occurred. Per the vitros (B)(4) instructions for use, specimen handling and storage conditions: serum and plasma samples may be stored for up to 7 days at 2-8 °c (36¿46 °f). Serum and plasma samples tested initially and after 4 weeks storage at -20 °c (-4 °f) showed no differences in clinical performance. The clinical performance of the vitros (B)(4) assay on samples stored frozen greater than 4 weeks is unknown. An assignable cause for the event is unknown.

Event description:
A customer observed discordant (B)(6) results obtained from two different patient samples using two different vitros ipth reagent lots tested on a vitros 3600 immunodiagnostic system, when compared to (B)(6) results using 2 different non-vitros methods. Vitros (B)(4) reagent lot 3560. (B)(6). Vitros (B)(4) reagent lot 3570: (B)(6). Biased results of the magnitude and direction observed could lead to inappropriate physician action. The samples were tested as a correlation between the vitros and the architect, a non-vitros method, therefore, no patient samples were reported outside the laboratory. There was no allegation of patient harm as a result of this event. This report is number two of three 3500a forms filed for this event, as multiple devices were involved. (B)(4).

Manufacturer narrative:
The assay reagent packs named as being in use was stated as vitros ipth reagent when the actual reagent packs in use were vitros (B)(4) reagent packs.

Event description:
Previous statement: a customer observed discordant (B)(6) results obtained from two different patient samples using two different vitros ipth reagent lots tested on a vitros 3600 immunodiagnostic system, when compared to (B)(6) results using 2 different non-vitros methods. Corrected statement: a customer observed discordant (B)(6) results obtained from two different patient samples using two different vitros (B)(6) reagent lots tested on a vitros 3600 immunodiagnostic system, when compared to (B)(6) results using 2 different non-vitros methods. This report is number two of three 3500a forms filed for this event, as multiple devices were involved. (B)(4).